Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date in the same month as onset, the pt was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the event was not reported. On an unreported date within same month as being admitted, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a01034, h14b10066 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).